Event description:
It was reported during inspection for use, the bronchovideoscope exhibited error code e315. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4-expiration date. Expiration date is not applicable as this is a re-usable device. The following fields have been updated: d8 and d9.